Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
Event dates estimated. The device was not returned for analysis. A review of the lot history record could not be performed due to unknown lot information. Based on the information reviewed, a conclusive cause for the reported patient effects cannot be determined. The reported patient effects of heart failure and mitral regurgitation are listed in the mitraclip instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling. Attachment: article titled, new evidence supporting a novel conceptual framework for distinguishing proportionate and disproportionate functional mitral regurgitation.

Event description:
This is filed to report recurrent mitral regurgitation (mr) and heart failure. It was reported through a research article comparing two trials; multicenter randomized study of percutaneous mitral valve repair mitraclip device in patients with severe secondary mitral regurgitation (mitra-fr) and the cardiovascular outcomes assessment of the mitraclip percutaneous therapy for heart failure patients with functional mitral regurgitation (coapt). It was shown that with new framework for distinguishing functional mitral regurgitation, the two trials had very similar results when it came to heart failure, recurrent mitral regurgitation (mr), hospitalization and additional mitral valve treatment. Details are listed in the attached article: new evidence supporting a novel conceptual framework for distinguishing proportionate and disproportionate functional mitral regurgitation. No additional information was provided.